Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that had two instances today of extension tubing breaking at the connecting. The tubing itself is breaking.

Manufacturer narrative:
The customer reported the tubing is breaking, and returned 4 samples of material mx9059, lot 25105229. Upon initial visual examination, the sets verified the complaint of damage, with chipped and broken of male luer tips, on all three used samples. The unopened sample was examined and infused, but no issues were observed. To summarize, 3 of the 4 samples returned confirmed the failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.